Event description:
The pt was admitted for a procedure in 2009, with a 99%, lesion in the mid circumflex. The lesion was de novo, heavily calcified, slightly flexed and slightly tortuous. After crossing a guidewire, a 2.5 x 15mm firestar balloon catheter was delivered. While the balloon was being inflated, pressure stopped at 3 atm. Therefore, the firestar was retrieved from the pt. It is unk if blood was flowing back into the inflation device. When the physician applied pressure outside of the pt, he observed contrast medium leakage from the balloon. Therefore, a different balloon was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.